Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire is attempting to have the two newlife intensity units reported for this incident returned for an investigation. If any new information is discovered, a follow-up report will be submitted. Ref. 3004972304-2022-00020 for report for s/n (B)(4).

Event description:
On (B)(6) 2022, caire was notified of the below incident by (B)(6): the patient was attempting to light a marijuana cigarette while wearing her oxygen when her husband woke up to the patient screaming and called 911. The patient was taken to (B)(6) hospital where she was then transported to (B)(6) hospital for burn treatment. (B)(6) was not notified the patient was taken to the hospital until 5/16 when the husband stated that the patient burned herself with a lighter and she was admitted to a non-contracted facility for treatment. The patient sustained partial-full thickness burns to 2% of total body area. The patient was treated with bacitracin and xeroform. The patient had soot in bilateral nasal cavities and oral cavity. The patient was transferred to the (B)(6) center for airway monitoring. (B)(6) reported two oxygen concentrator serial numbers: (B)(4).